Manufacturer narrative:
(B)(4). Batch # p9115l. The device was returned with the upper jaw detached and returned and I-blade upper tip broken lifted. The device was connected to the generator and it was recognized. Because the jaw was detached and I-blade damaged, prevented the functionality of the jaw. The jaw was unable to cycle open and close, not all functional testing could be performed with the generator. Due to the condition of the device we are unable to investigate further the tissue effect issues reported. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy (lavh) procedure, dissecting around the uterus, the device became difficult to open and close. So she withdrew the device and starting inspecting the tip and the device came apart at the tip. Passed the tip fans device pulled a second device to finish case. There were no adverse consequences for the patient reported.